Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the (B)(6) by (B)(6) medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6) "needle fractured." According to customer: "on friday 23rd april a pencan 25g x 31/2" spinal needle ref (B)(4) lot 20n23h8b04 fractured during an attempted spinal anaesthetic and a portion of the needle remained in the patient and was subsequently surgically removed.